Event description:
Abbott diabetes care (adc) received an noma user report which reported the following information: on behalf of the customer, a healthcare professional (hcp/nurse) declared: the customer received a low glucose reading with the adc device of "about 3.0-7mmol" and it is unknown whether the customer noted a trend arrow on the device. "The patient is generally high and does not have prolonged periods below 5mmol as everyday blood sugar. The patient therefore began to reduce insulin pump (omnipod dash) and finally stopped all insulin administration about 3 days before admission due to what the patient perceived as an imminent risk of falling below 3mmol if took insulin. Vomiting and abdominal pain from the day before admission. Gradually began to feel unwell and was eventually admitted on 5/10 with ketoacidosis. Admitted with a blood sugar measurement of 53mmol/l. At the same time as the device showed tissue glucose of 4-5mmol. Severe ketoacidosis with blood ketones of 6.1 and bicarbonate of 6.9, ph 7.07. Sodium in serum 133, which glucose corrected becomes 153. Effective osmolality is calculated to be 321." Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre products, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.